Manufacturer narrative:
A philips remote service engineer (rse) and remote applications specialist (ras) examined the clinical settings and confirmed alert notifications settings were configured correctly. The ras reviewed the clinical audit log with the biomed and noted that it showed red alarms were generated for both sectors and the alarms were silenced at the central telemetry surveillance station. The biomed also connected a patient simulator to test a red alarm. A bradycardia alarm occurred as expected. The biomed and ras were unable to reproduce the failure. The biomed was provided with a quote for a philips field service engineer (fse) to be dispatched onsite. The customer later cancelled the quote, stating that they no longer needed service. No further information was provided.

Event description:
The customer biomedical engineer (biomed) reported a loss of red alarm audio at their philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.